Event description:
The event is reported as: during a cholecystectomy, the operator loaded the clip using this defective applier. The operator then inserted the applier into the abdomen, and before using it on the vessel, the clip fell off the applier into the patient's abdomen. No reported patient injury.

Manufacturer narrative:
Device has been requested, but not received at time of report. The results of the investigation are not available at the time of this report.